Manufacturer narrative:
User alleges the front caster wheel on their knee walker broke and they fell. Based on incidents of this type, a potential for injury likely. Malfunction, however, is unconfirmed. MDR filed as a conservative measure.

Event description:
The front caster allegedly broke completely, causing the consumer to fall down and scratch his elbow. No serious injury is alleged.